Event description:
The catheter was placed in the right leg in 2008. Four days later, oedema developed. Oedema treated with biseptine.

Manufacturer narrative:
Attempts have been made to obtain add'l info. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 21 feb 2008.